Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). Investigation- it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tilt, vena cava perforation, organ perforation: vetebral body, anxiety, pe, stress'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Unknown if the reported anxiety, stress is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if reported peripheral vein thrombosis is directly related to the filter. No relevant notes found in device work order. No other complaints found in device lot. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
This additional information received on 20nov2017 as follows: plaintiff allegedly received an implant on (B)(6) 2013 via the right internal jugular vein due to deep vein thrombus in the right leg. Plaintiff is alleging tilt, vena cava perforation and organ perforation of the vertebral body, post implantation pulmonary embolism and post implantation deep vein thrombosis. There were no filter retrieval attempts.

Manufacturer narrative:
Conclusion code(s): appropriate term/code not available (d17) was selected because the previous investigation remains unchanged by the additional information. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
Per the (B)(6) 2019 computed tomography (CT) abdomen without contrast: "inferior vena cava filter is identified with the superior tip 1.1 cm inferior to the renal veins. There is approximately 20 degrees right anterolateral tilt of the filter with the superior tip resting against the right anterior caval wall. A left posterior strut projects beyond the confines of the inferior vena cava and appears to lie within the anterior aspect of the adjacent 14-15 intervertebral disk. No noncontrast CT evidence for ivc thrombus".

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
This additional information received on 20nov2017 as follows: plaintiff allegedly received an implant on (B)(6) 2013 via the right internal jugular vein due to deep vein thrombus in the right leg. Plaintiff is alleging tilt, vena cava perforation and organ perforation of the vertebral body, post implantation pulmonary embolism.